Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the user was receiving multiple requests to calibrate the sensor prior to 12 hours. There was no indication that the device caused or contributed to an adverse event. This complaint is not being reported because the alleged product issue is not likely to cause an adverse event; the sensor has no effect on insulin delivery. The owner's booklet instructs the user not to solely use continuous glucose monitoring technology when making dosing decisions.